Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2015 with the following findings: the black box showed a battery alarm and pump reboot on 09/20/2015. There were no replace battery alarms observed in the alarm history or black box. The pump powered on with the returned battery cap. The battery compartment was cracked with evidence of moisture inside. Current draws were within specifications. The leak test did show the battery compartment crack. The pump case was removed and no additional moisture was observed inside.